Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) found a mis-routed aspirate probe tubing. The fse replaced a broken nut band, dispense probes, aspirate probes, substrate probe, peri-pump tubing, wash pump home sensor, and wash pump timing belt. The fse also cleaned the wash pump valve and performed associated alignments. The fse then tested the instrument with acceptable results. Upon the completion of the necessary activities, the instrument was returned back into operation. Use error, due to incorrectly routed aspirate probe tubing, is a possible cause for this event, however has not confirmed. A definitive cause for this event is currently unknown. Mdrs associated with this event: 2122870-2012-01420, 2122870-2012-01421, 2122870-2012-01419.

Event description:
The customer reported that erratic cardiac troponin (accutni) and creatine kinase-mb isoenzyme (ck-mb) results were generated on the access 2 immunoassay system for multiple patients across multiple days. This report represents the erratic accutni results generated for two patients on (B)(6) 2012. One of these patients also possessed elevated ck-mb results. The erratic accutni and ck-mb results were reported outside of the laboratory and while there was no report of death, serious injury or modification to patient treatment, the impact to the involved patients is currently unknown. The samples were collected in lithium heparin plastic tubes with gel separators, were centrifuged at room temperature prior to testing, and were tested within one hour of collection. One sample was poured into an access cup while the other sample was tested from the primary tube. Sample one was a short draw however both samples were normal in appearance. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that instrument accutni quality control (qc) results initially met customer established specifications after the event however on (B)(6) 2012, qc results exceeded customer established specification ranges. Calibrations and routine system checks performed during the timeframe of this event generated acceptable results; however a system check performed on (B)(6) 2012 failed to meets specifications. The accutni reagent and calibrator lots associated with this event were 121411 and 121451 respectively.